Event description:
Livanova deutschland received a report that an electrical venous occluder (evo) knob on control unit did not change value and come off the shaft. The issue occurred when the unit was in service. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo) control unit. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Set screw of knob was not tightened onto the shaft of encoder. In order to solve the issue, set screw of knob onto the shaft was tightened. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See intial report.

Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2016 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the above facts, the root cause of the reported event was the loose screw of the evo control panel knob. The loosening screw can be due to the following reasons: · vibration: continuous or repetitive movement can cause vibrations that loosen screws over time. These vibrations can gradually loosen the fastener's grip on the material it's securing. · thermal expansion and contraction: changes in temperature can cause materials to expand or contract. This expansion and contraction can exert pressure on screws, leading to loosening over time. · material wear: mechanical parts in movement experience wear and tear over time. As materials wear down, the fit between components may become less precise, leading to increased movement and potential loosening of screws. · environmental factors: exposure to moisture, chemicals, or other environmental factors can corrode screws or the material they're fastened into, compromising their grip and causing loosening. . Fatigue: screws, like other materials, can experience fatigue over time, especially if subjected to repetitive stress or loading. Fatigue can weaken the material and lead to loosening of the screw. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.